Event description:
It was reported that during a laparoscopic procedure the device had a squeaky sound and the device would not cut appropriately. Then, the device became stuck closed. It was not known how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. It was found that the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. There were no noise issues at any time during testing. Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.